Event description:
The following information was reported: "deployed mx6721 following procedure. Access site was fine at that time. Later in recovery oozing/bleeding was discovered at access site. Additional manual compression was required, after which a femostop was applied to achieve hemostasis." Procedure type: coronary intervention.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.